Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient's ipg was coming out of the pocket site and was exposed to the air. The patient was admitted to the hospital and was taken back to the operating room (or) wherein the physician re-opened the incision and washed it out. The ipg was replaced.

Manufacturer narrative:
Additional information was received that the reason for the procedure; that was previously reported, was that the patient had an infection. The patient was placed on heavy antibiotics and was reportedly doing well. The physician did not suspect that the infection was device related and nothing was done during the permanent implant procedure that would have contributed to the infection.

Event description:
A report was received that the patient's ipg was coming out of the pocket site and was exposed to the air. The patient was admitted to the hospital and was taken back to the operating room (or) wherein the physician re-opened the incision and washed it out. The ipg was replaced.